Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The surgeon evacuated remaining visco/fluids from the anterior chamber. An intraocular injection (medication) was administered. An additional suture was required. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/ vial. Visual inspection found haptic broken and foreign material on lens surface (dried, discolored material). (B)(4).